Event description:
It was reported when using the bd syringe 1.0ml 29ga 1/2in bls 400 sg, the device experienced a damaged or open unit package where the seal is compromised. This event occurred with a full box. The following information was provided by the initial reporter. The customer stated: we have received the safety insulin syringe & needle is missing safety caps (full box).

Manufacturer narrative:
Investigation summary: since no samples (including photos) were returned for the reported issue of ¿needle is missing safety caps (full box)¿ with lot number 1076976 regarding item # 305930 the complaint could not be confirmed, and the root cause is undetermined. No samples (including photos) were received from the reported product. The returned samples are from cat # 329424, lot # 1165107 and is captured in parent file 4076341. The samples received will be investigated under this new parent file. Therefore this complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1076976. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.